Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a patient had the device (generator and lead) explanted due to an infection at the generator site. The site was cleaned and the patient was not re-implanted. Follow up with the physician revealed that there was erosion of the electrode through the skin. It was unknown if any patient manipulation or trauma contributed to the infection. The infection was identified as a staph auerus infection. The DHR for the generator and lead were reviewed and sterilization prior to shipment was confirmed. The explanted generator and lead have been returned to the manufacturer and are currently in product analysis.